Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "depressed battery pins" which was confirmed through observation. Evaluation confirmed the reported symptom through causality of fully depressed/ jammed back flex battery contact pin (2 of 8 pins) caused by a failed back flex. The back flex was replaced through rear case replacement.

Event description:
It was reported that a spectrum pump had depressed battery pins. Any patient involvement, injury or medical intervention is unknown.